Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The infusion set was to be changed every 48¿72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 696-700 mg/dl with a large level of ketones. The customer went to the emergency room (ER) and was admitted to the hospital. The customer was vomiting and was in diabetic ketoacidosis (dka). The customer was treated with intravenous insulin and fluids. During troubleshooting with tandem customer technical support (cts), the contact reported that the customer had been using apidra in the cartridge and the pump supplies had been in use for 18 days. Cts informed the contact that apidra was not labeled for use with the pump and the pump supplies should be changed within 48-72 hours. The contact agreed that the length of supply use was the cause of the hospitalization and that the pump was functioning properly. The bg level was stabilizing (202 mg/dl). The customer had not yet been discharged as the ketones were still be treated. Although requested, the customer's discharge date was not provided.